Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  (B)(4). The devices were returned for evaluation. Investigation is underway.

Event description:
As reported by the field clinical specialist, during the off-label implantation of a 29mm sapien 3 valve (s3) in the mitral position for mr via transvenous approach, difficulties were encountered tracking the valve to the native mitral annulus and the first valve embolized post deployment.  The second delivery system (ds) also had difficulties tracking, causing kinks in the ds with subsequent inflation/deflation issues.  The second valve also embolized.  First ds and 29mm s3:  issues occurred crossing the septum and wire position was lost with the delivery system on the wire. A second wire was advanced, snared and pulled through the mitral valve all the way to the descending aorta. The wire position and the position across the septum was not optimal causing the 29mm s3 not coaxial within the native mitral valve which required several adjustments.  During this time, the patient was unstable due to the wire holding open the native aortic valve leaflets.  Post valve deployment with 5cc¿s extra volume, the valve embolized into the left atrium ¿and was floating.¿  the s3 was still on the wire at this point, and a 35mm z-med balloon was used to push the embolized s3 back into the native mitral annulus. Once the z-med was deflated, the valve embolized back into the atrium. The perceived cause of the embolization was the valve was undersized and poor coaxial angle through the septum for deployment.  Pre-deco observations of the returned devices (first ds and 29mm s3) showed the delivery system was fully inserted through esheath. Circumferential sheath delamination with liner sticking out of hdpe shaft, delamination approximately 3" in length, marker band intact, attached to sheath liner. Kink on sheath ~7" from distal tip, no liner tear. The crimp balloon was torn. The balloon was cut off by engineer to separate devices. Gouges on flex tip was observed. Second ds and 29mm s3:  an impella was then placed and the patient stabilized.  A second commander ds and valve were used and also had tracking difficulties to the native mitral valve.  During advancement of the ds across the septum, the system ¿twisted and curled around in a curly-q.¿  the second valve inflated approx. 85%, at which point the team was unable to inflate any further (5 additional cc¿s in the atrion). The atrion was switched for a 60 cc syringe and an attempted to push additional fluid into the balloon, however the balloon never completely inflated and the valve was not fully expanded.  The 2nd 29mm s3 then embolized into the left atrium.  Difficulties were also encountered deflating the ds once the valve embolized.  There were no visible leaks in the system and the difficulties were considered related to the ¿severely kinked¿ ds.  A second attempt was made to deploy the valve after the delivery system was straightened out to remove any kinks, but the balloon did not inflate any further. The patient began to decompensate and was bleeding ¿somewhere¿ although no bleed was found.  It was suspected that the bleeding was in the ivc due to the delivery system manipulation. Also, the patient¿s septum was severely damaged as well. CPR was initiated several times, however, the patient went into v-fib and expired on the table.  Pre-deco of the returned devices (second ds and 29mm s3) showed a kink on balloon shaft due to packaging, residual fluid in balloon, and kinks on flex shaft: ~4" and ~4.5" from flex tip. The system was able to be fully inflate and deflate with no abnormalities observed.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  Please reference the following related manufacturer report no: 2015691-2018-04144 edwards commander delivery system lot number 61460011. 2015691-2018-04145 edwards commander delivery system lot number 61460012. 2015691-2018-04146 edwards sapien 3 transcatheter valve serial number (B)(4). 2015691-2018-04147 edwards sapien 3 transcatheter valve serial number (B)(4). 2015691-2018-04148 edwards esheath introducer set lot number 61409034.

Manufacturer narrative:
The delivery system was returned after use in the procedure with a kink on the balloon shaft due to packaging. The delivery system was visually inspected and the following was observed: a twist on flex shaft ~4¿ and 4.5¿ from the flex tip , kink ~10¿ from flex tip, residual fluid was in the balloon,  minor gouges on flex tip and an x-ray of the pull wire showed no abnormalities. Functional testing of the device was performed. Full fine adjust and flex could be performed with no abnormalities observed. A guidewire was inserted into the delivery system with no resistance observed. In addition, the returned device was evaluated for balloon inflation/deflation time. The inflation/deflation time was measured and meets the specification. No other abnormalities were observed during inflation or deflation of the balloon. Dimensional analysis was performed. The flex shaft was measured distal and proximal to the kinked region. An outer diameter that is out of specification could contribute to the damage. All measurements met specification. Procedural imagery was provided for review. The following was noted:  second delivery system was tracked to native mitral valve, there was slow inflation of the valve observed; valve was not fully inflated and there was twisting of the delivery system was observed during valve inflation. A device history review was performed and the work orders did not reveal any issues that could have contributed to this complaint. A lot history review was performed and revealed no additional complaints for ¿delivery system ¿ tracking difficulty,¿ ¿flex shaft ¿ damaged¿ ¿delivery system ¿ inflation difficulty,¿ or ¿delivery system ¿ deflation difficulty.¿ a review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ tracking difficulty¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿tracking difficulty¿. A review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿flex shaft - damaged¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿damaged¿. A review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ inflation difficulty¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿inflation, deflation difficulty¿. A review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed one other similar complaint for ¿delivery system ¿ deflation difficulty¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿inflation, deflation difficulty¿. No instructions for use (IFU) or training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) is visually inspected and tested several times. Additionally, underwent product verification testing as a requirement for lot release and no failures occurred during product verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿delivery system ¿ tracking difficulty,¿ ¿flex shaft- damaged,¿ and ¿delivery system ¿ inflation difficulty,¿ and ¿delivery system - deflation difficulty¿ were confirmed based on the provided imagery and visual inspection of the returned device. No potential manufacturing non-conformances were identified as the device met functional and dimensional specification. Visual inspection and x-ray of the device did not reveal any abnormalities. A review of the DHR, lot history, complaint history and manufacturing mitigations did not reveal any indications that a manufacturing nonconformance was the source of the complaint events. Per the information reported, the device was used for an off-label procedure for implantation in the mitral position. It is likely that the off-label use contributed to the tracking difficulty complaint, as the delivery system was tracked through a challenging pathway that lead to severe twists in the delivery system. This likely lead to the observed twists and kink on the flex shaft. The kinks and twists introduced into the delivery system could then obstruct the fluid path to the inflation balloon, resulting in the reported inflation and deflation difficulty. Per the reported information, ¿the difficulties were considered related to the ¿severely kinked¿ ds.¿ as a result, available information suggests the reported events were due to off-label use of the device. As off-label use is not considered in fmeas, fmea assessment was not completed. The complaint for ¿delivery system ¿ tracking difficulty,¿ ¿flex shaft- damaged,¿ ¿delivery system ¿ inflation difficulty,¿ and ¿delivery system ¿ deflation difficulty¿ were confirmed, and no labeling inadequacies were identified. The complaints are attributed to off-label use of the device. Review of complaint history revealed that the occurrence rate does not exceed control limits for the respective trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.